Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device for a non-reportable condition. During the investigation a secondary condition of trip lever out of position was detected. This condition has a potential for patient harm. A review of the device history record for the clip applier indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The trip lever out of position preventing the clips from loading properly. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon was only able to perform clipping for two fi rings. At the third firing, the counter kept flashing with a notation of 00. Another device was used to complete the procedure. There was no patient injury.